Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 499 mg/dl. It was reported that insulin pump had no delivery alarm. Customer declined to troubleshoot. Customer reported that changed set and noticed the site was crimped. The devices will not be returned for analysis.